Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Falling apart- tampon [device breakage] . Case narrative: consumer reported via e-mail that tampons are falling apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Falling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that tampons are falling apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Falling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that tampons are falling apart. No injury reported.